Manufacturer narrative:
The implant was returned to manufacturer for evaluation. Manufacturer's trend analysis show that implant fracture and failure are low-rate adverse events, which are common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.